Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The patient claims they did not use their patient controller often and only connected to use after an EKG recently. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was seen by a manufacturing representative in office where the representative could not connect their clinician programmer to the scs ipg. Surgical intervention is currently pending.